Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, ectatic, de novo mid femoral artery after lesion pre-dilatation to 5.5 mm the supera stent deployed for 2 cm when outside the anatomy the catheter became separated from the sheath; the stent could not be deployed further. Holding the delivery system together and with resistance the remainder of the stent was deployed; however, the soft tip had detached and the stent had elongated to 21 cm. A guide wire was positioned and a non-abbott stent was used to crush the detached tip against the vessel wall. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported separation of the outer member shaft. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Root cause analysis concluded that the issue may be due to manufacturing. The results of the investigation, concludes that the appropriate process controls are in place in manufacturing to detect this failure mode. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported separation of the outer member shaft. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Root cause analysis concluded that the issue may be due to manufacturing. The results of the investigation, concludes that the appropriate process controls are in place in manufacturing to detect this failure mode. Av will continue to trend the performance of these devices.